Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and device noted noise during provocative maneuvers at the last follow-up. X-ray did not reveal any evidence of lead damage. It was indicated there was no impact to therapy delivery. As a routine device replacement procedure was scheduled, the device was explanted and the ra lead was surgically abandoned. A new device and ra lead were successfully implanted. No additional adverse patient effects were reported.